Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a libre 3 plus sensor, with a reported blood glucose of 474 mg/dl entered into the ilet and an additional reading of 451 mg/dl, and alerts indicating the sensor expired and ended shortly after sensor start. Symptoms included elevated blood glucose without reported acute complications. Outcomes included the need for troubleshooting and education. Investigation included complaint review, device history review where applicable, and user troubleshooting focused on sensor status and hyperglycemia management. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia given the reported sensor expiration shortly after start. It was concluded that the event was user-reported hyperglycemia with uncertain etiology, with no evidence of ilet malfunction, and education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.